Event description:
The clinician reports the implant was inserted (B)(6) 2003 in ada 30. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.